Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer repaired the unit by replacing the data acquisition to motor controller cable. The device is back in service.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was not in use on patient.